Event description:
It was reported that the tip of the catheter including the marker and the balloon separated from the catheter. The tip was sheared and removed from the vessel.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental will be submitted when the product evaluation is complete. A review of the manufacturing records indicated that the product met specifications upon release. A voluntary medwatch was received from the hospital (B)(4).

Manufacturer narrative:
One 12tlw405f35 catheter was received for examination. The proximal, distal windings, the balloon latex and both proximal and distal bushings were found to have been pulled off the catheter tip and part of the catheter tip was also broken, but still attached under the distal bushing. This condition may occur when the pull force of 2.0 lbs on a inflated balloon (per IFU) has been exceeded. Also per the product IFU, the embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). There was no manufacturing non-conformances identified during the evaluation. A review of the manufacturing records indicated that the product met specifications upon release. With such limited information, it could not be determined if procedural factors or device handling may have contributed to the event reported. No actions will be taken at this time. Hospital MDR number (B)(4).